Event description:
Boston scientific received information that this device exhibited pacing at the maximum sensor rate. It was reported the patient was in the hospital and was connected to external monitoring equipment. Boston scientific technical services (ts) discussed interaction between the device sensors and the hospital monitoring equipment could cause sensor driven pacing. The patient was symptomatic due to the sensor driven pacing. The device was reprogrammed which resolved the sensor driven pacing and elevated the patient's symptoms. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.